Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The perimeter of the annulus was measured at 72.7mm and the area was 403.5mm^2. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant a moderate perivalvular leak was detected. No significant leak was noted, therefore the decision was made to not perform a post-bav. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl was related to patient anatomy (calcification). A cause for the reported device malposition could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.